Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial result was 156 mmol/l with a data flag. A new sample was obtained and the result was 128 mmol/l. Both results were reported outside of the laboratory where the doctor questioned the difference in results between the 2 samples. The original sample was repeated with a result of 128 mmol/l. The lower results were believed to be correct.

Manufacturer narrative:
The na electrode lot number with expiration date was not provided. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found a rinse nozzle was not aligned properly causing fluid to splash onto/into the cuvettes. The fse replaced the rinse nozzle and adjusted it. The fse replaced all of the cuvettes due to dried sodium hydroxide (naoh-d) contamination. Mechanical checks were performed and no fluid or splashing was observed. The customer ran calibration and qc with acceptable results. The service actions resolved the issue.